Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has had multiple bleeding issues since the time of implant. The pt recently had a pericardial effusion requiring a thoracotomy. The pt's inr has been therapeutic. The pt's inr and bleeding issues are being monitored.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturing's investigation is completed.